Manufacturer narrative:
(B)(4).

Event description:
It was reported that when during the device replacement procedure due to eri, it was found that the set screw had been stripped. The device was explanted and replaced without any incidence.